Event description:
The manufacturer received information alleging ventilator "service required" alarm conditions occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's system board and power management board were replaced to address the issues.